Manufacturer narrative:
A ge healthcare service representative observed that the back casing and power pack handle were damaged when the trolley tipped over. The unit was secured to the trolley. This event occurred on the weekend and the customer was unable to explain what caused the trolley to tip over. Inside the unit it was discovered that there was damage to the oxygen regulator on the pneumatic module and the display would not secure to the front panel due to damage to front panel. The pneumatic module, back panel, front panel & power pack handle were replaced to resolve the observed damage. This event did not cause a death or serious injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, the back case was damaged from trolley. The unit was secured from tipping over. There was no reported patient involvement.